Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the valve operator for the pilot valve was worn. Additional malfunctions include the tie wraps were leaking.